Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 01/06/2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon insertion of an acetabular screw, the head of the screw snapped from the screw. The decision was made to leave the screw. The screw is being added to the complaint at this time. The lot information for the femoral stem is being updated and the patient demographics. Height: (B)(4) inches the complaint was updated on: 01/22/2015.

Manufacturer narrative:
Clinical report states that patient sustained a distal femur fracture at the time of primary tha and was treated with protected weight bearing. It was noted as unchanged on 4-week follow-up x-ray. Doi: unknown, dor: not revised (hip). The device associated with this report was not returned and is presumed yet implanted. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other similar or related reports against the product and lot code combinations since their release to distribution. Medical records were received and reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that patient sustained a distal femur fracture at the time of primary tha and was treated with protected weight bearing. It was noted as unchanged on 4-week followup xray.